Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the system 6 battery housing split on the sterile field prior to a case. The procedure was completed successfully using backup equipment. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the system 6 battery housing split on the sterile field prior to a case. The procedure was completed successfully using backup equipment. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Device was not returned to the manufacturer for evaluation.